Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-05264. It was reported that the left ventricular lead was dislodged, and the physician scheduled a lead revision procedure. The physician capped and replaced the left ventricular lead on (B)(6) 2019. The right ventricular lead was explanted and replaced for prophylactic purpose. When the physician tried to connect the new right ventricular lead to the device, he was unable to screw it to the can. The physician explanted and replaced the device too during the procedure. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the hex cavity. This material prevented full insertion of the torque driver and resulted in difficulty tightening the set screw.